Manufacturer narrative:
It was reported that the initial procedure was performed on (B)(6) 2016. The procedure was completed successfully and with another like suture. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a bi-directional cavopulmanory/glenn anastomosis procedure on unknown date and unknown suture was used. During the procedure, the suture had been broken and the surgeon was obliged to made anastomosis again when he was closing the surgical access. Additional information has been requested.